Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was admitted to intensive care unit for high blood glucose on august 31, 2020. Blood glucose reading was unknown. The customer again wear insulin pump and it was working fine. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.